Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as wounds from cutting into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to temporarily remove the lifevest and nurse applied an ointment for the skin irritation. Follow up indicated that the skin irritation improved.